Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ferritin results from three patient samples tested on the cobas e 801 analytical unit. On (B)(6) 2025: patient sample 1 the initial result was 8.36 ug/l. The repeat result was 19.3 ug/l. On (B)(6) 2025: patient sample 2 the initial result was 830 ug/l. The first repeat result was 422 ug/l. The second repeat result was 433 ug/l. Patient sample 3 the initial result from the analyzer was 267 ug/l. The repeat results from another analyzer were 131, 130, and 130 ug/l. The repeat result from the analyzer was 135 ug/l.

Manufacturer narrative:
Medwatch sections d. Device identification, d. Manufacturer info, g contact office-manufacturing site (continued g1), and medwatch field g4 PMA / 510k (premarket numbers) updated. On (B)(6) 2026, new questionable elecsys ferritin results for one patient sample tested on the cobas e 801 analytical unit were reported: patient sample (B)(6): the initial result was 143 ug/l. The repeat result was 99 ug/l. The repeat result was 93 ug/l. The investigation included a review of the data set provided by the customer: the qc results were within the specified ranges. There was no indication of a performance issue with the reagent. The alarm trace contained multiple alarms potentially related to sample quality. The preanalytical data showed that the customer's centrifugation settings exceeded the tube manufacturer's recommendations. The sample foam detection (sfd) camera images showed white particulate matter in the patient samples and significant dust accumulation on the active gripper. The investigation determined that the event was due to a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility. The investigation did not identify a product problem.